Manufacturer narrative:
Review of the most recent repair record determined the unit was found to have a thickness control lever that was not rolling smoothly. The vespel and semi circle bearings and thickness control lever set screw were replaced and resolved the reported issue. It was noted that the device has not previously been returned for annual preventative maintenance. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the device that is not revving high enough. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction